Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi has received the erbe involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and did not find any system errors associated with the reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to erbe issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the erbe had issues recognizing the grounding pad. The technical support engineer (tse) asked the customer to confirm if the integrated electro surgical unit (erbe) was plugged directly into the wall and not to the extension cords or power strips and if the issue occurred in other outlets. The customer opened a new grounding pad and applied it to the arm, still the issue persisted. The same grounding pad was connected to another (third-party) generator and it was recognized. The customer stated that power cycling the erbe and the system did not resolve the issue. The customer had tried at least 3-5 grounding pads, but did not get it to recognize. The tse reviewed the system logs and found no errors related to the grounding pad. The error logs indicated that the non-mounted energy instruments were being activated without attaching to the system. The procedure was converted to laparoscopy with no report of patient injury. Multiple follow-up attempts were performed to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the customer reported complaint. The iesu had a damaged side panel.